Manufacturer narrative:
Device evaluated by MFR: a pinhole leak was identified in the balloon. The pinhole was located 1mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and proximal markerband identified no anomalies which could potentially have contributed to the pinhole. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2014-00995. It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately calcified and non tortuous right common iliac artery. A 7.0 x20, 75cm charger balloon catheter and a 7.0 x40, 75cm charger balloon catheter were used to dilate the lesion. Both balloons were inflated once to 10 atms and ruptured at 10 atms on the 2nd inflation. The devices were completely removed from the patient. There was a satisfactory result with the use of the second balloon. No patient complications were reported and the patient¿s status was fine.